Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found premature battery depletion. Despite extensive testing, the source of the rapid depletion could not be identified.